Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for: part: 214.042 / lot: 9634041, manufacturing location: (B)(4), manufacturing date: 01. Sep 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery the screw heads were broken. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the subject devices. The visual inspection showed that the screws are broken just below the screw heads. The remaining screw bodies were not returned for evaluation. The review of the production history revealed that part no. 214.040 was manufactured in february 2016 and part no. 214.042 was manufactured in september 2015 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. An exact root cause of this complaint could not be determined as specific details were not provided. Although the exact cause cannot be determined, this complaint condition is likely a result of method of use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.